Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 8.0mmol/l. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer was advised to run 5 units and observe insulin exiting the tubing or pump alarms. Customer reported insulin exits with the manual prime. The customer was advised the pump is working as designed. The customer was explained the alarm was caused by set/reservoir occlusion.